Manufacturer narrative:
On(B)(6) 2020, the bwi product analysis lab received the device for evaluation. The product investigation has since been completed. It was reported that a patient underwent a procedure with a webster ® cs catheter with ez steer® thechnology and auto ID and a sterilization compromised issue occurred. The webster ® cs catheter with ez steer® thechnology and auto was no longer sterile upon unpacking. The two plastic part used to package the catheter where not properly joined. Thus, as the nurse opened the package, the catheter head was no longer fixed and touched a non-sterile surface. The product was not used on the patient. No consequences for the patient occurred. It was stated that the packaging was discarded and only the product was kept. Device evaluation details: complaint catheter was inspected, and it was found in good normal condition. The issue reported by the customer was unable to analyze since the original packaging was not returned for analysis. However according to pictures provided by customer, the plastic tray of the catheter was observed separated and not fixed properly. A manufacturing record evaluation was performed for the finished device 30372010m number, and no internal action was found during the review. The customer complaint was confirmed. The root cause of plastic tray separated cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The product has not returned for analysis, however, a picture was provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a procedure with a webster ® cs catheter with ez steer® thechnology and auto ID, and a sterilization compromised issue occurred. The webster ® cs catheter with ez steer® thechnology and auto was no longer sterile upon unpacking. The two plastic part used to package the catheter where not properly joined. Thus, as the nurse opened the package, the catheter head was no longer fixed, and touched a non-sterile surface. The product was not used on the patient. No consequences for the patient occurred. It was stated that the packaging was discarded and only the product was kept. The issue reported has been assessed as an MDR reportable sterilization compromised issue.